Event description:
This 54 yr old female was admitted to a burn center on 5/22/1998 with 7% deep partial thickness burn to her bilateral upper anterior thighs, near the groin. Four pieces of dermagraft-tc were applied to the burn. On 5/24 she was discharged home with instructions to remain immobile. The staff believes she did not comply with these instructions and this contributed to the development of infection. On return to clinic 5/25, there were a few air pockets. Pt was told she could use bathroom only, instructed to call if drainage noted or if there was redness around edges of the burn. On 5/27 she returned to the outpatient clinic, drainage and redness was noted. Pt reported that they had been there since the previous day, but she felt reluctant to call. Pt stated "I always get red down there." She had bilateral infections and was readmitted. She was treated with intravenous antibiotics (vancomycin, ciprofloxacin), the dermagraft-tc was removed, and the wound improved. Wound cultures grew staphylococcus aureus. She was discharged again on 6/2/1998 with no residual sequelae, and the wounds healed completely after discharge. In the opinion of the dr, the infections were most likely related to the pt's failure to remain immobile, combined with the depth of the burn and its location near the groin (common site for infection). Dr stated that the infection was definitely not related to dermagraft-tc. Co concurs with dr.'s opinion. Nonetheless, until co receives further direction from FDA regarding reporting of concurrent infections, co should submit an MDR report on this case anyway.